Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation first. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and replaced with a 4.50mm x 12mm nc emerge balloon catheter which also ruptured during the second inflation at 12 atmospheres for 10 seconds. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.